Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0537471v, implanted: (B)(6) 2005, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the stimulation was turning off. It was noted that the implantable neurostimulator (ins) was turning off on its own. It was noted that the patient would notice that his tremor was back and he would check the ins with the patient programmer and stimulation would be off and he would turn stimulation back on. It was noted that the patient¿s current usage of stimulation was 42 percent according to the clinician programmer. It was noted that the patient was using stimulation 42 percent on some day and 15 percent on other days. It was noted that this issue had occurred with his past devices as well and the cause has never been determined. It was noted that this had been occurring for many years. It was noted that when the patient did have stimulation on he was setting stimulation therapy. Additional information received reported that the patient was claiming that stimulation was turning itself off without pressing any buttons on the patient programmer. It was noted that the patient reported that he was sitting on the coach and tremors returned. It was noted that the patient checked his stimulation and it was off. Additional information received reported that impedances were normal. It was noted that no device damage or malfunctions were detected. It was noted that the patient¿s patient programmer was taken away on (B)(6) 2013 and was planned to be returned on (B)(6) 2014. It was noted that as of (B)(6) 2013 the device was on 100 percent of the time since confiscation of programmer. It was noted that patient error was suspected as the cause of the device ¿off¿ time. Additional information was requested but was not received as of the date of this report.